Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise and an impedance issue. An insulation anomaly was suspected. On (B)(6) 2015 the pocket was opened and no visual sign of insulation damage was observed. The lead was capped and replaced. There were no adverse events for the patient before, during or after the procedure.